Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe when opening it. The following information was provided by the initial reporter: "this bd syringe had crytsal inside when I opened it not sure what this is."

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe when opening it. The following information was provided by the initial reporter: "this bd syringe had crytsal inside when I opened it not sure what this is."

Manufacturer narrative:
H6: investigation summary it was reported there are crystals inside the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe out of the packaging blister with a piece of plastic inside. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process inducing damage to a part. The plastic from the damaged part then ended up in the product received by the customer. A device history record review was completed for provided material number 309653, lot number 1335318. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The settings were correct, alignment of the rails and conveyors were good and the flow of product was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.